Manufacturer narrative:
The dealer submitted the logs to engineering for analysis. It was recommended by product engineering to the dealer in (B)(4) to implement the (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique device identifier: (B)(4).

Event description:
The hospital reported this unit automatically shut down during use with a patient. There was no report of patient injury.